Event description:
A review of service data detected a reportable event. During servicing, electrode belt (B)(4) was found to have a cracked locking nut on the trunk cable. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. Upon inspection, the electrode belt was found to have a cracked locking nut on the trunk cable. The root cause of the cracked locking nut was not positively identified but was probably a result of excessive force applied to the connector during mating. No adverse event resulted from the cracked locking nut.